Event description:
It was reported that this patient had experienced breathlessness the last few weeks. High shock impedance measurements were seen on the right ventricular (rv) lead in the right atrial coil configuration while normal values were seen in the triad and right ventricular coil configuration. The device was thus reprogrammed to single rv coil to device and an explant was planned as well as an x-ray to evaluate the lead in the triad configuration. No adverse patient effects were reported. The lead remains implanted.